Event description:
The report received from another country indicated that a cypher stent was involved in a thrombotic event five days after implantation. The initial percutaneous intervention was an emergency case secondary to acute myocardial infarction. The vessel was a de-novo and total occlusion lesion in the mid left anterior descending coronary artery with a type b1 classification the lesion length was 15mm and vessel diameter was 3.0mm. Pre-dilatation was not conducted. Cypher (3.0/18mm) was implanted at 14atm for 20seconds. Post-dilatation was not conducted. Intravascular ultrasound was not conducted. The residual percentage of stenosis was zero. Timi flow before the procedure was 0 and 3 after the procedure. Act was not measured. Five days later, the patient complained of chest pain in the hospital. Coronary angiogram was conducted and a thrombus was observed in the cypher. The thrombus was treated by balloon angioplasty. According to the physician, the possible cause of the thrombotic event was because the stent was under-dilated.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted within thirty days upon receipt.